Event description:
It was reported that the patient with the pacemaker device was scheduled to have the system replacement from left to right side due to a blocked subclavian access on the left side. The patient was admitted to the hospital due to syncope and dizziness episodes. Upon review, it was noted that this device not pacing as required and exhibited loss of capture (loc) on this lead. The physiologist promptly increased the output of the rv lead and regained capture. There were increase in thresholds from 1.5v to 3.5v. The lead currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section a1 patient identifier, d4 model number, d4 catalog number and d6a implant date.

Event description:
It was reported that the patient with the pacemaker device was scheduled to have the system replacement from left to right side due to a blocked subclavian access on the left side. The patient was admitted to the hospital due to syncope and dizziness episodes. Upon review, it was noted that this device not pacing as required and exhibited loss of capture (loc) on this lead. The physiologist promptly increased the output of the rv lead and regained capture. There were increase in thresholds from 1.5v to 3.5v. The lead currently remains in service. No adverse patient effects were reported.